Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial/lot #: va1epld020, ubd: 10-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that on (B)(6) 2018 both leads had migrated. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rep reprogrammed in the t9-t10 disc space. The physician is now obtaining an MRI. The rep was unsure if surgical intervention would occur, it likely would, but they were not sure when. Additional information was received from a rep via a patient on (B)(6) 2018. The rep stated that on (B)(6) 2018, the patient reported lack of effectiveness of therapy. There were no known causes. An x-ray showed lead migration. The physician ordered an MRI to rule out any disease progression. No lead revision was planned at this time. The issue was not resolved but the patient was noted to be a live with no injury. No further complications were reported/are anticipated.